Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
The patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed err "hwbbt" on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.